Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the device was found open/unsterile prior to being placed on procedure cart. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # na. The tx30b package was visually inspected and it was found that the open package (tyvek) occurred while opening the product and that the sterile barrier was fully in place before the package was opened. Tyvek delamination was confirmed. Tyvek ripped and stuck to the blister flange when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and difficult to remove the device from the package using sterile technique. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. Lot history records for m4h461, product code tx30b, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.